Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, after removing the non-abbott device (farawave nav catheter) from the introducer, it was noted that blood was weeping from the hemostatic valve. When an advisor hd grid catheter was inserted for the post map, the weeping stopped. The procedure was completed with no adverse consequences to the patient.